Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose of 512mg/dl with borderline diabetic ketoacidosis. The patient was taken to the emergency room and treated. The type of treatment was not specified. This report is being reported due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: the last basal delivery and the last bolus delivery were on (B)(6) 2016. The bb shows a replace battery alarm on (B)(6) 2016 20:07; deliveries resumed at 21:37. The tdd¿s add up correctly and reflect the users programmed basal rates. No delivery defects found during delivery accuracy testing. Pump was found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during testing. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).